Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to he was experiencing recurring incontinence. A new 4 cm cuff was implanted. No information was provided about the patient's outcome. No more information is available at the moment.